Event description:
An incident occurred where an associate accessed the dhmc production (live) environment on october 25, 1998 without authorization from personnel at the client site. The associate accessed the environment for database configuration inquiry purposes only. During the database review, the associate inadvertently modified the pathnet hna classic blood bank transfusion database. The database update impacted the historical group type validations for the a pos blood type only. This update impacted the computer entry processes for the client but did not impact pt care.